Event description:
The customer originally reported a total of 8 false positive results on the alinity m sars-cov-2 assay. The suspected samples gave a positive result (2 tested on (B)(6) 2022, 3 on (B)(6) 2022 and 3 on (B)(6) 2022) and when retested on a separate platform (cepheid genexpert) gave a negative result. The investigation identified sars-cov-2 amp kit (09n78-095) lot 526394 for sids (B)(6), which will be addressed in this MDR. The investigation also identified sars-cov-2 amp kit (09n78-095) lot 522691 for sids (B)(6); therefore these sample ids will be addressed in MDR 3005248192-2022-00762. No further information is available regarding sid (B)(6) provided by customer during the first call. It was not found in the result log files reviewed, customer states it is an incorrect number and cannot verify the correct number. Log files are not available any longer from the instrument. Sid 30910795 is associated with the resp-4-plex assay (lot 523152) and therefore was reported via MDR 3005248192-2022-00761. The false positive results were reported outside of the laboratory. There is no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the result log files that were mentioned in the activity text of the ticket and/or contained the complaint sample ids (sids) were reviewed. The amplification curves of the complaint samples were analyzed. Curve analysis didn't identify any abnormal amplification curves as the amplification curves of the reported sids rose above the threshold therefore a positive result was generated for the sars-cov-2 target (fam dye). The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lots 526394 and 522691 are performing as expected. Sids are near or below the limit of detection (lod). Therefore, the results may not be reproducible. Furthermore, alternate testing platforms have different limit of detection (lod) therefore, the results may not be reproducible on alternate platforms. The assay reagents performed as expected and met the assay specification requirements for the controls without any error/message codes or flags on the run controls. There is no indication that lots 526394 and 522691 are performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lots 522691 and 526394 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing for lots 522691 ad 526394. The qc amp kit masterlot testing met all acceptance and validity specification criteria. The products passed quality specifications at the time of release. CAPA / non-conformance review: a CAPA review was performed to identify any existing quality records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lots 522691 and 526394 or their components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) for the lots in question. Complaint history review a lot specific complaint history review was performed to identify complaints related to the ticket being investigated which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lots 526394 and 522691. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lots 526394 and 522691 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported 8 false positive results on the alinity m sars-cov-2 assay. The suspected sample gave a positive result (2 tested on (B)(6) 2022, 3 on (B)(6) 2022 and 3 on (B)(6) 2022) and when retested on a separate platform (cepheid genexpert) gave a negative result. The false positive results were reported outside of the laboratory. There is no report of impact to patient management.